Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and checked the syringe for leaking, checked the wash block for cracks, checked all bottle caps and fittings, cleaned handler and reagent carousels, and performed all wad diagnostics tests. All tests passed. The instrument is operating as expected. No repairs needed.

Event description:
The customer reports false negative reactions with 4 patient samples when using the ortho provue in the abo forward test. No erroneous results were reported. This is incident 1 of 4. (B)(4).